Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, new to the ilet using a cartridge and infusion set, experienced persistent hyperglycemia after a usual meal, with glucose readings around 400 mg/dl and a fingerstick of 388 mg/dl, despite no observed infusion or cartridge leakage and while the pump was in its learning period; the user later chose to disconnect and take a manual injection, then reconnected with assistance for a supply change, after which glucose was 268 mg/dl. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included user-initiated manual correction and temporary disconnection from the system, followed by continued ilet use. Investigation included remote troubleshooting, data sync guidance, review of available reports, confirmation of no visible leaks, and follow-up calls. Investigation of this case revealed hyperglycemia of unclear cause with no confirmed device malfunction or component failure identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.